Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased and high thresholds with dislodgement. The lead was explanted with difficulty, being caught on the chordae tendinae, and replaced. No patient complications have been reported as a result of this event.